Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004, indicative of a short circuit condition, and a code 1006, indicative of a high voltage detected on a lead during a device charge. The patient was admitted to the hospital, and a replacement procedure will be arranged. At this time, there is no evidence to suggest intervention has been performed. Besides hospitalization, no other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004, indicative of a short circuit condition, and a code 1006, indicative of a high voltage detected on a lead during a device charge. The patient was admitted to the hospital, and a replacement procedure will be arranged. At this time, there is no evidence to suggest intervention has been performed. Besides hospitalization, no other adverse patient effects were reported. Multiple good faith efforts were made to obtain additional information. However, no additional information has been received to date. Should additional follow-up information be provided in the future, an updated report will be issued.